Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The battery cap was unable to be fastened securely; the battery cap kept spinning until the pump rebooted. A test cap was inserted with the same result. A review of the pump black box showed several reboots had occurred. The pump was exercised for 24 hours without rebooting.

Event description:
The patient reported that the pump has been intermittently self-rebooting. She stated that this occurred multiple times in (B)(6) 2011, and now it is occurring once every two to three weeks. The patient noted that the pump last self-rebooted on (B)(6) 2011. She stated that she has been able to confirm the verify screen and complete the rewind, load, and prime sequence after rebooting occurs. The patient confirmed that the pump and battery cap are intact; there were no cracks or visible damage to the threads. She stated that the battery cap is original to the pump, from (B)(6) 2008. The user guide recommends changing the battery cap every six months. The patient stated that the pump had not been exposed to moisture, and reported that she had been wearing the pump in her pocket.